Manufacturer narrative:
Product investigation summary: one (1) depth gauge (part 319.006 / lot 7440447) was received for evaluation. The device shows regular use during its lifespan. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approximately 75mm in length) and was not returned. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during use. The exact cause could not be identified. This complaint is confirmed. The relevant drawing for the device was reviewed. No drawing issues or discrepancies were noted; the design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm and the length (80mm) is determined so the slider can measure screws up to 40mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during use. No new, unique, or different patient harms were identified as a result of this investigation. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. The device was received and a service and repair evaluation were performed: the customer reported the metal piece of the depth gauge broke off. The repair technician reported the protective sleeve was missing, and the tip of the probe broke off. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue... S&r service history review no service history review can be performed as part number 319.006 with lot number(s) 4828672 is a lot/batch controlled item. The manufacture date of this item is 11-aug-2004. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 11-aug-2004 part #: 319.006, lot#: 4828672 (non-sterile) - depth gauge for 2.0mm and 2.4mm screws. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that the sales consultant discovered the metal probe of the depth gauge was broken in sterile processing. The metal probe of the depth gauge broke off where it connects to the plastic shaft. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Correct service and repair evaluation: the customer reported the metal piece of the depth gauge broke off. The repair technician reported the protective sleeve was missing, and the tip of the probe broke off. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.